Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12593. It was reported, the lead had invalid impedances and the pt was scheduled for a lead revision. During the lead replacement the physician found lead fractures and invalid impedances using the extension. The physician explanted and replaced both the lead and extension. It was also reported the physician explanted and replaced the ipg due to the age of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.